Manufacturer narrative:
Expiration date: unknown due to unknown lot number. UDI: not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual runthrough ns sample (actual sample) and a competitor's balloon catheter (balloon catheter) was received for evaluation. Visual inspection of the actual sample and the balloon revealed that the platinum coil had been stretched and the niti core wire tip was exposed; however, this state was not in the reported user facility description, it was conceivable that this damage had been generated after the event and during transportation to (B)(4). The distal tip of the balloon catheter was located at approximately 39mm from the distal end of the niti core wire. An attempt to remove the actual sample from the balloon catheter was made. The actual sample was trapped and could not be pulled out. Regarding the distance from the distal end of the niti core wire to the joint of platinum coil, stainless steel coil and niti core wire, the actual sample was confirmed to be 33mm, which was longer than that of a factory-retained current product sample, which is 30mm. From this, it was considered that a tensile load had been applied to the niti core wire to the extent that stretching occurred. Electron microscopic inspection of the niti core wire and the distal end of the platinum coil revealed that the niti core wire had slipped off the distal end of the platinum coil. The niti core wire was confirmed to have no deficient part in the length. Magnifying inspection of the area between the distal end of the actual sample and the distal end of the balloon catheter found that the stainless-steel coil near the joint of platinum coil, stainless steel coil and the niti core wire had been misaligned. Magnifying inspection of the shaft section of the actual sample confirmed that there were no anomalies in the appearance, such as peeled-off outer layer. X-ray fluoroscopic inspection of the actual sample inside the balloon catheter revealed that the stainless-steel coil underneath the balloon had been misaligned. No other anomaly including an obstruction was noted inside the actual sample. The outer diameters were measured and confirmed to meet the manufacturer specifications. Platinum coil (intact section): 0.343 mm, stainless-steel coil (intact section): 0.355 mm, shaft: 0.349 mm. The outer diameter of the misaligned section of the stainless-steel coil was measured to be 0.406mm, which was larger than that measured on the intact section. Reproductive testing was performed, and a factory retained runthrough ns sample was trapped at 25mm from the distal end, then the shaft was rotated consecutively in one direction. The stainless-steel coil became jumbled at approximately 30-34mm from the distal end. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and shipping inspection record. Product structure: where the coils and niti core wire are fixed with each other at three points and on other segments, the coils and the niti core wire are in the unfixed state. The coiling is applied to this product in a clockwise direction. When the coil is subjected to the torque force clockwise, the coil pitch becomes dense, and with the torque force counterclockwise, the coil pitch becomes rough. When this product is subjected to consecutive one-way torque force in a clockwise direction, the coil may go up over itself and get jumbled. IFU states: do not turn the proximal end of the guide wire three or more turns in succession in the same direction if the guide wire's tip is trapped. Separation of the guide wire may result. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the stainless-steel coil became misaligned and the od became large, resulting in the actual sample getting stuck in the balloon catheter. As a possible cause of the misaligned coil, it is likely that the actual sample in the state of its coil being trapped was subjected to one-way torque force. As for the exposure of the niti core wire, it was likely to have been subjected to tensile force due to some factors, stretched, and slipped off the distal end of the platinum coil. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
This report has been deemed reportable based upon the evaluation of the actual device. The user facility reported that the involved runthrough ns was used during the procedure. While removing the balloon catheter, after inflation with a balloon catheter from other company, the catheter became stuck between the runthrough ns's coil and shaft which caused the removal of runthrough ns as well. The procedure outcome was not reported. The patient was not harmed.